Event description:
Four way added to t connector for more fluid access. Ivs infusing at 0.12ml rates. Several hours later baby became hypotensive and was started on dopamine. Hours later accuchek in 20s; bolus of dio and dis started. Over next 48 hours this continued with increased dopamine, lasix, IV boluses. Noted intralipids in fentanyl drip, pumps alarming multiple times. Tubing changes made. After 3 days noted unable to flush fluids through 4 way and t connector. Items removed and different company's product applied. Bp returned to normal level; urine output normal. Dates of use: (B)(6) 2012. Diagnosis or reason for us: prematurity, IV fluids/nutrition.